Event description:
The customer reports the patient's sternum was originally closed with wire. The date of this surgery is unknown. The patient's sternum was "cut by the wire." A revision surgery was performed on (B)(6) 2015 and the patient's sternum was closed with sternalock blu plates and screws. Another revision was performed on (B)(6)2015 due to the sternum being "cut by the slb (sternalock blu)." During the revision only one plate and the four screws used to fixate the plate were explanted. The patient's sternum was closed again using sternalock blu. Upon follow up with the customer to clarify the complaint description that the sternum was cut; they stated 'the plate and screws pulled away from the sternum."

Manufacturer narrative:
The user facility reported that the products were discarded during the revision surgery and therefore not available for review by the manufacturer. Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File one of two for the same event.